Event description:
Correction: the correct importer report number is 6000034-2024-02036; not 6000034-2024-33324 as previously reported. Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced no sound with the internal device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.